Event description:
Customer reported an implant loss due to an mobility, periimplantitis, gradual bone lossimplanted (B)(6) 2012 prosthetic restoration (B)(6) 2012.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.